Event description:
Our rep is stating that he has had conversations in which a surgeon reported that on two recent knee repair cases, his pts have experience some sort of reaction. In his acl repairs, the surgeon uses an "arthrex bio trans fix" device for the femur and "mitek intrafix" in the tibia for fixation. Both arthrex and mitek have been notified of the issues. Further data and detailed info to follow. Also see associated mdrs 1221934-2009-00307, 1221934-2009-00308 and 1221934-2009-00383.

Manufacturer narrative:
Our rep received a voice mail for dr, and he informed the rep that he had two unusual reactions with a couple of his acl pts over the last month. Per his voicemail, he had two aseptic infusions that tested negative for infection, and he believes they may be related to the implants. After his initial call, we followed up numerous times with outreaches trying to gather further info and detail from dr, but nothing has been forthcoming from him. At this point in time, no further action is warranted. However, this file will remain receptive to any forthcoming info that is pertinent to this issue; also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.